Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 device was alarming 1871 while running. No patient adverse events reported.

Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was confirmed. According to the investigation the pump was found to be displaying "1871" error code message on power up when batteries are inserted during the investigation. Further investigation found the pump motor locked out that causes the reported issue. Investigator will replace the pump motor. The problem source of the reported problem is unknown.